Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted during a leading barb pancreatic duct stent straight leading barb procedure performed on unknown date of procedure. It was reported that dirt on exterior (a sticky residue is present). There were no patient involvement.

Manufacturer narrative:
Block h6: imdrf device code a1801 captures the reportable event of device contamination during use.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted during a leading barb pancreatic duct stent straight leading barb procedure performed on unknown date of procedure it was reported that dirt on exterior (a sticky residue is present) there were no patient involvement.

Manufacturer narrative:
Block h6: imdrf device code a1801 captures the reportable event of device contamination during use. Block h11: an advanix pancreatic stent was not returned for analysis. A media inspection of the photos provided by the complainant noted evidence of residue observed in the package. However, it was not possible to determine the exact position of the residue (whether outside or inside the package). No other damages were noted to the stent and delivery system. Media analysis cannot confirm the reported event of device contamination during use. The customer provided some pictures where it can be showed an unidentified residue in the package whose exact location in the package (outside or inside); however, without proper evaluation of the device it remains unknown the most probable causes that contributed to the event. Taking all available information into consideration, the most probable cause of the reported event is cause not established.